Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During the evaluation the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was failing force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.